Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had foreign matter before use. The following was reported by the initial reporter: "during a b2b technical meeting between bd and teva, an r&d engineer from teva presented an image of a bd nano pro needle with a droplet of lubricant on the patient end of the needle. Without being prompted he stated that the lubricant was visible by the naked eye. He has subsequently damaged and disposed of the needle so it cannot be returned. No impact as the engineer did not use the needle to inject."

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had foreign matter before use. The following was reported by the initial reporter: "during a b2b technical meeting between bd and teva, an r&d engineer from teva presented an image of a bd nano pro needle with a droplet of lubricant on the patient end of the needle. Without being prompted he stated that the lubricant was visible by the naked eye. He has subsequently damaged and disposed of the needle so it cannot be returned. No impact as the engineer did not use the needle to inject."

Manufacturer narrative:
Investigation summary: one photo of an open sample was returned from lot. No. 0260326, cat. No. 320550. Visual examination of the returned photo was carried out and excessive lubricant was observed on the patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue is adhesive splatter from the dispense system.